Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent temperature alarms occurred while the pump was plugged into a power source to charge. The customer stated that the pump felt abnormally hot. It was noted that the customer reverted to manual injections. The customer would continue to use manual injections until replacement pump is received. Reportedly, the customer stated that their blood glucose (bg) level was over 400 mg/dl as lantus and humalog are not as effective as the pump. It was noted that the elevated bg levels were lowered with a lantus and humalog.

Manufacturer narrative:
Unable to confirm the reported issue due to no usb communication.